Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator continued to run on longer than expected. It was further reported that there were no adverse consequence for the patient or delays to surgery as a result of the reported event. It was also reported that the surgery was completed successfully.

Manufacturer narrative:
The perforator product reported involved with this event was returned for evaluation and the disengagement mechanism within the perforator was tested and functioned as intended. The reported failure of failure to disengage could not be confirmed.

Event description:
It was reported that during a cranial procedure, the perforator continued to run on longer than expected. It was further reported that there were no adverse consequence for the patient or delays to surgery as a result of the reported event. It was also reported that the surgery was completed successfully.